Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, during the transection of either the pulmonary artery or pulmonary vein, there was uncontrolled bleeding in the chest. The system was undocked, and the procedure converted to open surgery to control the bleeding. At the time of the report, the open procedure had completed, the patient had been stabilized, and the patient had been taken to the intensive care unit (ICU). On 26-apr-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the surgeon had just ¿wedged out the small tumor on the periphery of the lung¿ and had sent the specimen to pathology. The surgeon continued to dissect the nodes and the surgeon ¿took 9, 8, and 7.¿ the surgeon used an unspecified non-isi vessel loop and held the vessel up. The surgeon dissected the vein and then, ¿dissected three branches of the pulmonary artery (pa).¿ during the process there was a little bleeding but then, ¿there was a large amount of bleeding¿ coming from a branch of the pa. A physician¿s assistant quickly used gauze and a non-isi ¿lap grasper¿ instrument through the assist port to apply pressure and stop the bleeding. The da vinci system was ¿safely undocked¿ and the procedure was converted to open surgery. The amount of blood loss was unknown, but the anesthesiologist reported that a total of ten units of blood were administered to the patient. It was reported that there was ¿no malfunction of the robot or any of the instruments.¿ the open surgical procedure was completed, the patient was stabilized, and the patient was brought to the ICU. On 28-apr-2021, isi obtained the following additional information regarding the reported event: there was no allegation of a malfunction of a da vinci product, nor did any da vinci product cause or contribute to an adverse event. The surgeon said that the da vinci products worked as expected and as intended and that the bleeding event was due to ¿the patient¿s vessel state and no other reason¿ and the surgeon attributed the cause of the event to ¿pulmonary hypertension.¿ the surgeon declined answering any additional questions.

Manufacturer narrative:
Based on the current information provided, the surgeon attributed the intra-operative complication to ¿the patient¿s vessel state¿ and "pulmonary hypertension." There was no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. The system logs were reviewed and there were no observed related events in the system logs and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. An isi clinical development engineer (cde) conducted clinical review and found the following: hypertension may lead to a weakening of the vessel walls over time. As the surgeon dissects the vessels (i.e. Removes any tissue surrounding it in preparation for ligating, stapling, etc.), the vessel becomes more vulnerable to damage, such as a tear if it is already in a weakened state, which may then lead to the bleeding observed. In this case, the bleed would be related to the patient and surgeon technique. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, there was significant bleeding in the chest from a branch of the pa. The system was undocked, and the procedure converted to open surgery to control the bleeding. Additionally, the event required the administration of blood transfusions. Although the surgeon attributed the operative complication to the patient's pre-existing condition in relation to the vessel state and pulmonary hypertension, it is unclear as to what extent the da vinci surgical system may have contributed to the complication.